Manufacturer narrative:
Additional information received after the initial complaint report stated that mobile provider inspected the system and noted that the argon shut off valve was not fully open. The mobile provider opened the shut off valve completely and continued to use the system in subsequent procedures; the system operated as expected. Additionally, the mobile provider tested the system by operating the system with additional needles and the system functioned as expected. As the needles are being returned, a followup report will be filed upon completion of the investigation. The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported no ice formation could not be confirmed as the needle passed all investigative testing. The shaft temperature is 16.0°c, indicating sufficient thermal insulation of the needle. The ice ball size is within the specification. No failure was found.

Event description:
Prior to a cryoablation procedure in which five needles were used, the system and needles were tested with no issues. During the first freeze two iceforce needles formed frost on the shaft. Saline was used to prevent burning. When the doctor looked at the CT scan, needle in channel #1 had formed adequate amount of ice while the needle in channel #2 did not form ice at all. The needle in channel #2 was changed to channel #3 with no ice present. The monitor showed a temperature of -140c for both needles. The needle in channel #1 formed ice with every cycle. A new iceforce needle was placed in channel #3; the needle did not form frost on the shaft but it did not form ice at all. The doctor then asked for icerod plus needles to be used. Two icerod plus needles were placed in channels #4 and #5. The needle in channel 4 formed ice on the first freeze but did not form ice with the second freeze. The needle in channel 5 did not form ice on any freeze. The case was completed but the doctor did not feel confident that the tumor was treated as expected and the patient will need another scan in 3 months to determine if further treatment is needed. All needles were kept and will be returned for investigation.

Manufacturer narrative:
Additional information received after the initial complaint report stated that mobile provider inspected the system and noted that the argon shut off valve was not fully open. The mobile provider opened the shut off valve completely and continued to use the system in subsequent procedures; the system operated as expected. Additionally, the mobile provider tested the system by operating the system with additional needles and the system functioned as expected. As the needles are being returned, a followup report will be filed upon completion of the investigation.

Event description:
Prior to a cryoablation procedure in which five needles were used, the system and needles were tested with no issues. During the first freeze, two iceforce needles formed frost on the shaft. Saline was used to prevent burning. When the doctor looked at the CT scan, needle in channel #1 had formed adequate amount of ice while the needle in channel #2 did not form ice at all. The needle in channel #2 was changed to channel #3 with no ice present. The monitor showed a temperature of -140c for both needles. The needle in channel #1 formed ice with every cycle. A new iceforce needle was placed in channel #3; the needle did not form frost on the shaft but it did not form ice at all. The doctor then asked for icerod plus needles to be used. Two icerod plus needles were placed in channels #4 and #5. The needle in channel 4 formed ice on the first freeze but did not form ice with the second freeze. The needle in channel 5 did not form ice on any freeze. The case was completed but the doctor did not feel confident that the tumor was treated as expected and the patient will need another scan in 3 months to determine if further treatment is needed. All needles were kept and will be returned for investigation.